Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of the injector scratched the lens, bent lens before injection, and the injector is bent therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, they have noticed that the lens scratched by the injector. So, the lens become bent before injections and injector was bent. Additional information has received it states that injector stuck possibly scratched lens before injection. There was no patient contact. There are two medical reports associated with same event. This file is 2 of 2.